Event description:
It was reported that a check was requested on the implant by the surgeon, as the pt was not using his device. The pt was able to hear only for one day after the surgery and he did not have access to the sound again. A vibrogram was performed with a new audio processor, but there was no response, even with the maximum gain. A rtf measurement did not show any response.

Manufacturer narrative:
The device has not been explanted. If it should explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.